Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft damage occurred. The 94% stenosed target lesion was located in the severely calcified mid left anterior descending artery. The physician implanted a non bsc stent in the target lesion and it was noted via angiography that the stent was under-expanded. A 3.00mm x 8mm nc emerge balloon catheter was then advanced and dilated at a high pressure several times. It was initially thought that the balloon ruptured. However, upon removal, it was noted that the balloon did not burst, but the shaft part right after the balloon was bulged out as if there was a second balloon. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip and shaft damage. The outer shaft expanded. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft damage occurred. The 94% stenosed target lesion was located in the severely calcified mid left anterior descending artery. The physician implanted a non bsc stent in the target lesion and it was noted via angiography that the stent was under-expanded. A 3.00mm x 8mm nc emerge® balloon catheter was then advanced and dilated at a high pressure several times. It was initially thought that the balloon ruptured. However, upon removal, it was noted that the balloon did not burst, but the shaft part right after the balloon was bulged out as if there was a second balloon. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.